Manufacturer narrative:
On (B)(6) 2017, the customer reported a blood glucose of (B)(6) mg/dl. Reportedly, the customer used a cartridge from an expired lot. The cartridge was changed to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 300-400 mg/dl. Reportedly, the customer changed the infusion set twice and reported that bg did not decrease. The customer then changed the cartridge and reported that bg lowered. Customer suspected that bg was due to the cartridge even though the customer did not see any viable damage.